Event description:
The patient underwent focused ultrasound treatment on the left side to treat essential tremor in the right hand. After the treatment, the patient experienced gait disturbance and required the assistance of a walker. On (B)(6) 2026, the treating physician noted that the patient's ability to walk improved.

Manufacturer narrative:
Gait disturbance is a known side effect listed in the information for prescribers. The investigation of this incident has not yet been completed and this report will be updated following a finalized investigation. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.